Event description:
1) the incident occurred on (B)(6) 2025 at app. 06:30, the patient developed signs of respiratory distress. Multiple suction attempts were performed using both oral and closed suction via the tracheostomy tube, but these did not relieve the obstruction. The inner cannula was checked and appeared clear. When another deep closed suction attempt was made, it became apparent that there was a possible blockage located deeper than the inner cannula. Fio2 was increased to 100% and the ventilator was disconnected to allow the use of a tendertip open suction catheter. This intervention provided partial relief after several passes (approximately five attempts). Due to the ongoing difficulty and suspicion of a deeper blockage, the clinical team performed a bronchoscopy. This revealed what appeared to be plastic material. Obstructing the airway, leaving only a small residual lumen. The device's cuff had slipped down the shaft. Of the tube, partially blocking the patient's airway. Although the cuff remained attached, its displacement beyond the distal end of the tube caused the obstruction. The decision was made to immediately replace the tracheostomy tube. 2)following tube exchange, suctioning was possible, oxygen saturation improved, and the patient's condition stabilized.

Manufacturer narrative:
According to the complaint description and clinical findings, the tracheostomy tube cuff had slipped. Down the shaft of the tube and was partially blocking the cannula during use, resulting in airway obstruction and respiratory distress. As the lot number was not available and the product was not returned, no batch record review or physical investigation could be performed. Based on the available information, the complaint may be related. To the known cuff gluing issue (processed in a CAPA, without the lot number the tracing before or after the CAPA measure is not possible), although this cannot be conclusively confirmed. Without further evidence, the root cause cannot be definitively established.